Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/21/2026 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: when did the needle pulled-off occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through tissue if it becomes available in the future, please provide lot number. Unk h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it received one detached needle pertain to the product code vcp1359h. The suture strand was not received for analysis. Upon visual inspection of the detached needle, the swage area and hole of the needle were noted with marks by a surgical instrument. The needle was observed with several marks due to use of surgical instrument, the tip was damaged and the curvature distorted from the original form, these conditions caused by excess force used by end user. As part of our quality process, the manufacturing records of this lot could not be completed as the lot number was not provided. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.